Event description:
The event involved a plum set where it was reported tubing was leaking from a crack. The patient involvement is unknown but there was no patient harm.

Manufacturer narrative:
A picture was returned showing a burrette with a missing blue clave. The semi-rigid adaptor can be seen still inside the burrette port. The deformation on the area was at a slight angle, typical of a bend break. The complaint of leakage can be confirmed based on the returned image. The probable cause of the observed damage is due to unintentional bending forces applied during use. A lot history review could not be conducted because no lot number(s) was/were identified. D4: only di provided as lot number is unknown.